Event description:
Reporter indicated that device diagnostic testing (lead test) at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Last acceptable device diagnostic testing was performed at previous office visit approx seven months prior. X-rays reviewed by treating neurologist did not reveal any obvious discontinuities in the vns therapy system. X-rays reviewed by manufacturer did not reveal any obvious discontinuities in the vns therapy system; however, significant kinking of the lead coil was noted along the entirety of the lead from the chest all the way to the neck. The observed kinking is consistent with conditions that exist when a pt manipulates the device through the skin; however, the pt's mother has reportedly indicated that the pt does not manipulate the device through the skin. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance. Revision surgery is planned.